Event description:
Caller alleging the insulin pump is not delivering insulin accurately. She is having extremely high blood sugar yesterday and today, results in the high 300s mg/dl and high 400s mg/dl. She has attempted unsuccessfully to correct her blood glucose using pump bolus. The customer will go back to injections. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.